Manufacturer narrative:
H10: additional information. H2: updated section a4, b5, and h6 (impact code).

Event description:
It was reported that during a rotator cuff repair, while screwing the healicoil knotless anchor, a small fragment of the proximal part of the anchor broke. The anchor could remain in the joint, and the broken piece was successfully removed from the patient with the help of grasping forceps. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an unspecified procedure, while screwing the healicoil knotless anchor, a small fragment of the proximal part of the anchor broke. The anchor could remain in the joint, and the broken piece was successfully removed from the patient with the help of grasping forceps. It is unknown if there was a delay. The procedure was completed with the same device, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).